Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter during blood collection. There was no serious injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood leak from the side of the catheter. He said that a lot of blood leaked out when he was drawing blood."

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter during blood collection. There was no serious injury to the patient. The following information was provided by the initial reporter, translated from japanese to english: "blood leak from the side of the catheter. He said that a lot of blood leaked out when he was drawing blood."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and four photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. The device history record review showed no non-conformances associated with this issue during the production of this batch.